Manufacturer narrative:
(B)(4). The analysis results found that a 23nbs device was received with the outer gasket torn and the piece of the gasket torn was returned inside a petri dish. In addition, the obturator was not returned. Upon visual inspection with magnification, the outer gasket was confirmed to have evidence of cuts. A possible cause for this damage is the use of sharp instruments during the procedure. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the valve of the outer sleeve fell into the patient. Only a forceps was used along with the device. The valve was retrieved via a trocar and no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.